Event description:
It was reported that, during a pre magnetic resonance imaging (MRI) test, the configuration of this right ventricular (rv) lead and the right atrial (ra) lead were programmed split. The field representative reprogrammed both leads to bipolar for testing and the pacing impedances were high out of range. The MRI was not performed, and the field representative will follow-up to determine next steps. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during a pre magnetic resonance imaging (MRI) test, the configuration of this right ventricular (rv) lead and the right atrial (ra) lead were programmed split. The field representative reprogrammed both leads to bipolar for testing and the pacing impedances were high out of range. The MRI was not performed, and the field representative will follow-up to determine next steps. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system exhibited possible right ventricular (rv) lead loss of capture (loc), and right atrial (ra) lead impedance measurements were still greater than 3,000 ohms. The patient had fallen several times and sustained head injuries, and syncope was suspected. Per emergency medical services (ems), the patient's heart rate was in the 40s beats per minute (bpm) range. The patient was scheduled for device interrogation in the morning. This pacemaker system remains in service. No additional adverse patient effects were reported.